Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. There was no information provided as to how long dressing was on patient (s). No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported patients (5) who were seen at the institute for their follow up visit presented with blisters under the hydrocolloid mass of the surgical cover dressing which were applied in the operating room (or). It is also reported that upon removal of the dressings, the surgeon advised there is post operative swelling causing tension and thus the blisters. Dressing was removed and covered with gauze. Please note: there are five (5) patients who presented with blisters. This report represents patient #5 of 5 and is related to the following patient identifier#(s): (B)(6); and manufacturing report# (s): 1049092-2014-00196, 1049092-2014-00197, 1049092-2014-00199, 1049092-2014-00200 respectively.